Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the first tack was able to penetrate the tissue, but the two other tacks were not able to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.